Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated, the tube was recalibrated and the ac power cable was replaced. The system was tested and found to be working as intended and returned to service.